Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Additional information was received that the customer experienced the low blood glucose levels due to him treated off the sensor glucose instead of his blood glucose reading. The customer now knows not to treat off the sensor glucose reading, and knows that the pump was not what caused the issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he received multiple sensor error, meter blood glucose now, and calibration error alarms. Customer's blood glucose level was 44 mg/dl. The customer drank juice to treat her blood glucose level. The device was not returned.